Event description:
A discordant sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The na result was not reported to the physician(s). The sample was repeated on the same instrument and the repeat na result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the integrated multisensor technology (imt) pump tubing. The cse also replaced the tubing between the standard b bag and the imt rotary valve, which was damaged by the imt hood. The cse checked the pump alignment and ran a precision test. The cause of the discordant sodium result is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.